Event description:
It was reported that the balloon of the catheter tore while inside the patient. Clinical consequences: none for the patient, another catheter was inserted.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. 1 pieces of actual sample was returned for investigation. Only part of shaft till tip end was examined found some whitish crust on balloon surface and shaft. Some yellowish sediment was identified inside the drainage lumen. The balloon found to be torn in a u-shape line perpendicular to balloon's ribs. Closer examination of the balloon surface under magnification showed presence of scratches marks in irregular fashion at the middle section of the balloon where the balloon membrane became thinner when inflated with 10ml of glycerin (refer picture 1). When enough pressure exerted to the balloon surface, the scratches may cause cut and eventually it gave way and rendered the balloon to burst. Burst balloon may happen due to several reasons such as being in contact with sharp object during use i.e. Contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relative's compounds. Balloon could also burst as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Further examination on the balloon surface revealed presence of whitish encrustations near the proximity of the torn lines. Based on literature review, salty like sediment could also possibly lead to balloon tear. Refer to figure 1 below adopted from an article from robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. Further examination on the balloon surface revealed presence of whitish encrustations near the proximity of the torn lines. Based on literature review, salty like sediment could also possibly lead to balloon tear. Refer to figure 1 below adopted from an article from robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. Samples were inflated with loml distilled water and soak in water at 37 c for 14 days. Samples were removed from soaking after 14 days and check for any leakage or burst. No issue was observed (refer figure 2). Balloons are still inflated to its normal condition and shape. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Conclusion : based on the analysis carried out on the actual sample, it was found that scratch marks on the balloon. It is believed that the scratch marks had initiated the tear that lead to burst balloon. This failure could have happened due to in contact with sharp or pointed object such as contact with clamper, kidney dish/tray, overinflating or balloon could also burst because of balloon might had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Therefore, this complaint is not confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon of the catheter tore while inside the patient. Clinical consequences: none for the patient, another catheter was inserted.